Event description:
Attorney's report of patient's alleged infected mesh as well causing medical and surgical intervention.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.